Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while utilizing the device for confirming the death of a patient, the device did not respond to the front panel controls. Complainant indicated that the patient was already expired and the device was being used to confirm.

Manufacturer narrative:
The reported malfunction was observed and isolated to the front panel membrane. Analysis of reports of this type has not identified an increase in trend.